Event description:
A customer reported to beckman coulter, inc (bec) a leak from synchron ggt (glutamyl transferase) reagent kit. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. There was no effect to patient or user.

Manufacturer narrative:
There was a hole on the bottom of the reagent cartridge. Beckman coulter, inc (bec) received a photograph of the affected cartridge. A replacement kit was sent to the customer.